Event description:
Boston scientific received information that during routine follow up the physician observed the right ventricular (rv) pacing thresholds had increased from 0.5 volts (v) at .4 milliseconds (ms) at implant to 6.5 v at 2 ms. Additionally, there was noise exhibited on the right atrial (ra) lead and rv lead with was oversensed and lead to greater than two seconds of asystole. At this time, the physician decided to monitor the patient and no surgical intervention is planned. The system remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.